Event description:
It was reported that the omnipod 5 controller delivered uncommanded boluses of 9 units each on 25 june 2026 07:42 and 08:08, while the controller was in the patient's pocket. The screen was not locked. It was reported that the patient did not experience low blood glucose level as the patient took immediate action of suspending pod insulin delivery and consuming sugar.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: l2+please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.